Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was not detected on the bus. The field service engineer (fse) identified that the auxiliary interface cable connecting the remote manager to the medstation was not fully seated or secured. The fse shut down the device and properly reseated and secured the cable. A test was then initiated using the hardware test application, which passed successfully, and the remote manager was confirmed to be accessible. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es e lock temperature issue in the smart remote manager and the device was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.